Event description:
The customer reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump since it was under warranty. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption. Technical support confirmed the shipping address and instructed the customer on putting the pump into storage mode before returning it via a pre-paid label, which the customer understood and acknowledged.